Manufacturer narrative:
The investigation for the positioning issue has been completed. The impella device was not returned for evaluation. Clinical information mentions that he pump was explanted by the patient in the state of confusion. Therefore, the root cause of the positioning issue was use related to improper technique. G1 corrected MFR site name and address.

Manufacturer narrative:
The device was not returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male patient implanted with an impella cp for mechanical circulatory support for high risk surgery. It was reported that the patient was in delirium and self-explanted the pump. There was no vessel/groin damage reported. The patient had some hemodynamic instability and ECMO was implant while patient was in the ICU. Patient remained stable on ECMO support.